Event description:
It was reported that post predilatation, after removal of the device from the body, a strand of material was observed to peel from the shaft near the guide wire exit notch. The strand was pulled on, and it separated linearly from the catheter body to the hub, but did not completely detach from the catheter. Another unit was used to complete the case.